Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been inflated and is thus not well folded anymore. The balloon has burst longitudinally over a length of about 37 mm, starting about 89 mm proximal to the distal radiopaque. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the patient's anatomy (i.e., severely calcified target lesion).

Event description:
The passeo-18 peripheral balloon catheter was selected for pre-dilatation of a severely calcified lesion (99 percent stenosis degree) in the mid sfa. The device was inserted and inflated, but the balloon ruptured just prior to reaching 6 atm. There was no patient injury.